Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-aug-15 reported the patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# l67850, implanted: (B)(6) 2000, product type: catheter, product ID: 8596sc (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-aug-08 reported the patient reported the event to the patient on day of surgery. The catheter involved with the unable to aspirate the catheter/no cerebrospinal fluid (csf) flow was l67850. The cause of the unable to aspirate/no csf flow was unknown. The issue was resolved after catheter replacement. The catheter was explanted and not returned. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l67850, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4) applies to both catheters. (B)(4) applies to both catheters. (B)(4) applies to both catheters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from manufacturer representative regarding a patient receiving bupivacaine 8 mg/ml for a total dose of 5 mg/day, unknown baclofen 50 mcg/ml for a total dose of 31.25 mcg/day, and unknown morphine 40 mg/ml for a total dose of 25 mg/day via an implantable pump for non-malignant pain. It was reported there was a catheter event and it was unknown if the catheter event was confirmed. It was noted that the healthcare professional (hcp) was unable to aspirate from the catheter and was not able to get cerebrospinal fluid (csf) flow. It was stated that the hcp performed a catheter revision and the patient now had a new 8780 catheter with a volume of 0.171 ml. It was noted that the drugs were changed as well, and they needed assistance with programming. Steps were reviewed to program a modified bridge bolus, and was reviewed to first prime the length of the catheter, wait the full duration, then prime under length of 0.199 ml over a duration of 95 hours and 30 minutes. The new drugs and concentrations were fentanyl 250 mcg/ml for a total dose of 16.65 mcg/day, bupivacaine 8 mg/ml for a total dose of 0.533 mg/day, unknown baclofen 50 mcg/ml for a total dose of 3.33 mcg/day, and unknown morphine 30 mg/ml for a total dose of 2 mg/day. Morphine was the primary medication in the drug. They were to follow up with hcp. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.